Event description:
It was reported that the device would not power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that the device had locked-up on the attempted power on. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.